Event description:
It was reported that during a pre-use check, the customer attempted to connect the product to a syringe but was unable to do it so the product was not used. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Four photos were received for evaluation. Per photos received, valve deformed was found. A product sample was received for evaluation. Visual inspection was performed. The returned sample was visually inspected and valve deformed was found. Based on the analysis conducted in the sample provided, the failure of missing component was confirmed. The potential cause of this failure condition could be caused by: method not followed/incorrect handling. Operator of device was unknown. No information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).